Event description:
A report was received that the physician punctured the patient's dura during the implant procedure. The physician administered IV caffeine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#sc-2352-70, (B)(4), description: linear 3-4 lead 70cm.